Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, because of the reported incident could not be conclusively determined.

Event description:
It was reported that the asymptomatic patient presented in clinic with low lead impedance alert. Isometric testing was performed and noise was produced with movements. No programming changes were done. The patient would continued to be monitored.